Manufacturer narrative:
(B)(4). This complaint is not confirmed for the alleged issue that there was a hole in the transfer set and the cause was not identified because there was no sample returned to baxter for evaluation. A labeling review was completed and determined that the instructions provide sufficient level of detail. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a customer with supplemental information from a nurse in (B)(6) of a hole in the transfer set and peritonitis in a female patient (born in 1945) coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date in (B)(6) 2012, the patient noticed a hole in the transfer set which caused peritonitis. The hp was hospitalized for the peritonitis from (B)(6) 2012. Follow-up with the hp's rn on (B)(6) 2012 provided the following additional information: on (B)(6) 2012 the hp came to the clinic and reported that there was a hole in her transfer set but she continued to perform pd therapy exchanges. The hp waited over 24 hours to report the hole in the transfer set which is against facility protocol. The hp was hospitalized from (B)(6) 2012 and was treated with vancomycin 2g every 3-5 days for 21 days. The hp was retrained on proper technique on (B)(6) 2012. Per the rn, the peritonitis was related to the baxter transfer set having a hole in it. The patient reportedly recovered from the peritonitis. No additional information is available as of this report